Event description:
Caller tested 2.0 inr on the coaguchek xs system while a professional coaguchek xs system returned as 5.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.